Event description:
Information was received indicating that a smiths cadd-ms3 ambulatory infusion pump is believed to have over infused while in use with a patient. A spontaneous call from the patient's mother stated patient was admitted to the hospital on (B)(6) 2019 in the intensive care unit (ICU) with severe flushing and limited mobility up on standing up, could not clearly explain the symptoms but almost sounded like drug toxicity. The doctor determined that the pumps malfunctioned and infused drug at faster rate per calculations done in the hospital. The pump was being used to treat pulmonary arterial hypertension (pah).

Manufacturer narrative:
Other, other text: additional information: d10, h6, h10: medwatch number was received: mw5091549: device evaluation: one smiths medical cadd ms3 pump was returned for analysis. During analysis, investigation found that the device had no issues with delivery accuracy. It was noted that the test was ran 3 times and came back with similar results within the +/- .1 ml. It was also noted that the event history log was unable to be retrieved from the device. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.